Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was not confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation required. Complaint information was provided by (B)(6).

Event description:
During an unknown procedure, the physician reported the reamer was dull. There was no adverse events reported as a result of the malfunction.